Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed audible alarms due to pump stops associated with electrostatic discharge (esd) and driveline disconnect events; however, a specific cause for the driveline disconnects could not be conclusively determined through this evaluation. The submitted controller event log files contained events from 06aug2025 which captured multiple pump stops consistent with pump resets due to esd throughout the file. These pump stops lasted approximately 3-16 seconds and were associated with left ventricular assist device (lvad) off, low flow hazard, and low speed advisory alarms. Following these events, the pump resumed operation at the fixed speed without issue. Additionally, driveline disconnects causing the pump to stop were observed throughout the file. These pump stops lasted approximately 3-5 seconds and were associated with driveline disconnect, lvad off, and low flow hazard alarms. Following reconnection of the driveline, the pump appeared to ramp back up to the fixed speed and resume operation without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Additionally, section 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity may damage and/or interfere with the system and cause the left ventricular assist device to stop. These documents also warn that patients should be connected to battery power when performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook also include further information on electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with low flow, pump stop, and driveline disconnect alarms on the night of 05aug2025. Pi was not visible on screen multiple times. The controller and modular cable were exchanged, and chest and abdominal x-rays were ordered. Following review, log files captured persistent low speed, low flow, and connect driveline alarms. The pump was observed ramping up to the fixed speed and then dropping to zero. Most events lasted approximately 3 to 4 seconds, with some extending longer. The site stated that no electrostatic discharge (esd) occurred and that the patient was sitting on the side of the bed after taking medication with grapefruit juice and a tuna fish sandwich when the events began. No alarms were noted when the patient laid down and the patient was confirmed to be using a regular mattress at home. The alarms were noted only when sitting or standing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.